Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when small intestine was dissected in an attempt to create a free bowel, surgeon was able to press the green button but would not squeeze the handle. Device was not able to fire. Surgeon replaced the reload to resolve the issue. No patient injury.